Event description:
As stated by the customer (B)(6) 2012: resident was being transferred from bed to chair by 2 caregivers. The resident threw herself backwards in the sling and fell to the floor. One caregiver said that the left sling clip detached from the bar after the fall. The pt was found on her left side lying on the floor. Resident sustained laceration on her head. This facility uses only ah lifters and it was either an opera, tempo, or a maximove. All functions were to specifications on all lifts.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Manufacturer complaint number: (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.